Event description:
In a complex medial closing wedge distal femoral osteotomy with axial rotation, a custom-made bodycad fixation plate was used. However, during a post-operative control check, significant complications were identified with the plate. The plate had fractured, compromising the stability of the osteotomy. Additionally, there was an issue of screw migration, which posed a risk to the structural integrity of the fixation and could potentially lead to further complications. As a result, an revision surgery was performed using a trauma kit to address the fractured plate and migrated screws.